Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 322 mg/dl at the time of the incident. Customer stated that the buttons would not do anything even after they removed the battery. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The insulin pump had a cracked case on display window corner and cracked reservoir tube lip.